Event description:
Additional information: upon further review, there was no allegation that the patient was unable to adjust stimulation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v187426, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot # v187426, implanted: (B)(6) 2009, product type lead; product ID 7482a95, serial #(B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v187426, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot # v187426, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation and was not seeing a light near the neurostimulator battery status light on either ins. Over the past few days the patient experienced a return in symptoms and was feeling dizzy. It was also reported that the patient¿s speech was not good. It was later reported that the patient believed the left side placement of the lead was never correct. It was later reported that the patient could not find a physician and had never had any help. See also MFR. Rep. # 3004209178-2013-09897.